Manufacturer narrative:
H.6 investigation: one sealed 32g x 4mm pen needle carton and two photos were returned from lot. No. 9114912, cat. No. 320136. Visual examination was carried out on the returned photos and sample and it was observed that the laser print on the cartons was double printed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This issue most likely occurred due to operator intervention on the line which led to over printing of the lot information. H3 other text : see h.10

Event description:
It was reported that the bar code label was duplicated with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter: lot deadline barcode printing was double.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bar code label was duplicated with a bd pen ndl 32ga 4mm. The following information was provided by the initial reporter: lot deadline barcode printing was double.